Event description:
It was reported the patient was unable to establish communication between her ipg and multiple external devices. The patient did not charge/use the device for significant amount of time. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue. Effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.